Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the customer was unresponsive when she received a result of 91 mg/dl on the advantage system. Reporter stated she treated the customer with orange juice with sugar and called for an ambulance. Reporter stated that she was also treated with a peanut butter and jelly sandwich after the emts arrived 10-15 minutes later. Reporter also alleged that on a different day, the customer obtained the results of 535 mg/dl and 139 mg/dl on the advantage system compared back to back with a result of 65 mg/dl on a lab system when testing was drawn and performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.